Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 29-may-2019. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain/pelvic cramps') and gastrointestinal disorder ('upper and lower gi'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding, menorrhagia and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), urinary incontinence ("urine leakage"), back pain ("back pain"), transient ischaemic attack ("transient ischaemic attack"), myocardial infarction ("heart attack"), vasculitic rash ("vascular rashes"), spinal stenosis ("spinal stenosis"), menstrual disorder ("blood clots and periods"), polymenorrhoea ("2-3 week periods"), gastric disorder ("stomach issues"), gastrointestinal disorder (seriousness criterion medically significant) and depression ("depression"). And was found to have weight increased ("weight gain"), vitamin d abnormal ("vitamin d issue") and uterine leiomyoma ("fibroids"). The patient was treated with acdf and surgery (vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(4) 2019. At the time of the report, the pelvic pain, urinary incontinence, back pain, transient ischaemic attack, myocardial infarction, vasculitic rash, spinal stenosis, menstrual disorder, polymenorrhoea, weight increased, gastric disorder, gastrointestinal disorder, depression, vitamin d abnormal and uterine leiomyoma outcome was unknown. The reporter considered back pain, depression, gastric disorder, gastrointestinal disorder, menstrual disorder, myocardial infarction, pelvic pain, polymenorrhoea, spinal stenosis, transient ischaemic attack, urinary incontinence, uterine leiomyoma, vasculitic rash, vitamin d abnormal and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Date of implant discrepancy: had essure placement 2008. And implant date: (B)(4) 2009. Unable to wear tampons. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5086722) on 29-may-2019. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic cramps') and gastrointestinal disorder ('upper and lower gi') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, menorrhagia and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), urinary incontinence ("urine leakage"), back pain ("back pain"), transient ischaemic attack ("transient ischaemic attack"), myocardial infarction ("heart attack"), vasculitic rash ("vascular rashes"), spinal stenosis ("spinal stenosis"), menstrual disorder ("blood clots and periods"), polymenorrhoea ("2-3 week periods"), gastric disorder ("stomach issues"), gastrointestinal disorder (seriousness criterion medically significant) and depression ("depression") and was found to have weight increased ("weight gain"), vitamin d abnormal ("vitamin d issue") and uterine leiomyoma ("fibroids"). The patient was treated with acdf and surgery (vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary incontinence, back pain, transient ischaemic attack, myocardial infarction, vasculitic rash, spinal stenosis, menstrual disorder, polymenorrhoea, weight increased, gastric disorder, gastrointestinal disorder, depression, vitamin d abnormal and uterine leiomyoma outcome was unknown. The reporter considered back pain, depression, gastric disorder, gastrointestinal disorder, menstrual disorder, myocardial infarction, pelvic pain, polymenorrhoea, spinal stenosis, transient ischaemic attack, urinary incontinence, uterine leiomyoma, vasculitic rash, vitamin d abnormal and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Date of implant discrepancy: had essure placement 2008 and implant date: (B)(6) 2009. Unable to wear tampons. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. The case was upgraded from non-serious to serious incident. Essure indication, essure insertion/removal date and reporter were added. Event of pelvic cramp merged with pelvic pain. On 29-jun-2020: mr received. Patient information medical history was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.